Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: upn: scs-linear leads, model: sc-2352-70, serial: (B)(4), batch: 16707298.

Event description:
It was reported that the patient was experiencing a change in stimulation. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted devices were not returned.